Event description:
The patient reported that a myelogram was performed and it was noted that the catheter had dislodged. No patient symptoms were reported. Additional information received from the hcp indicates the patient was experiencing spasticity. The drug used in the pump is lioresal (no dose or concentration reported). A pump x-ray contrast study with CT myelogram was performed. The patient recovered without sequela.